Event description:
It was reported that vessel occlusion occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a vessel occlusion occurred, and the physician believed that the ivus catheter may have caused an acute vessel closure. Balloon angioplasty was performed to restore flow. The procedure was completed with a drug eluting stent and the patient was stable.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.